Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week post implant the patient presented to the emergency department with loss of capture on the right ventricular (rv) lead due to a perforation. The patient reported passing out. A temporary lead wire was implanted and the following day the lead was explanted and replaced. No further patient complications have been reported as a result of this event.